Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approx eighteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of poly wear of the insert.